Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the product was broken, reportedly, returning blood for all the circuits during use. Reportedly, there were no patient complications or injuries.